Manufacturer narrative:
Investigation eval: the product was returned to our approved supplier for eval. Based on their eval we can provide the following; the failure mode was confirmed as the tip had sheared-off with the detached portion of the tip not returned. A visual inspection performed under magnification exhibits adhesive present between the tip and the inner diameter of the tube. The wires are securely connected to the base of the tip in the probe. The failure does not appear to be related to the mfg process. The tip has a clean substrate in the area where the tip transitions form the spiraled electrodes to the narrower tip area. It appears that the tip bond could have been weakened during use by going through tortuous anatomy through the endoscope. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory settings. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Tip breakage can occur if the tip comes into contact with a hard surface during use and/or general handling. Breakage of the probe tip can occur if the distal end of the endoscope is deflated more than 15 degrees when the bipolar probe is advanced or withdrawn from the accessory channel of the endoscope. The instructions for use warn the user not to pass the probe through and endoscope whose distal end is deflated at an angle more than approx 15 degrees. Prior to distribution, all cook endoscopy quicksilver bipolar probes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook quicksilver bipolar coagulation probe. The probe was advanced through the endoscope and functioned properly. The probe was removed from the endoscope and reinserted. At this time the probe tip reportedly "fell off". However, the procedure was successfully completed. The tip was left to pass naturally through the gastrointestinal tract. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.